Event description:
It was reported that on (B)(6) 2023, after a novasure procedure, upon removal of the device post-op, the physician deployed the array to inspect and noted a small hole on lower segment of the array. The physician confirmed that the array was inspected prior to inspection and no hole was noted prior. The cavity was examined and no array fibers were noted in the cavity. No patient injury reported. Device was discarded but images were provided that confirmed the hole in the array. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes functional analysis of the product could not be performed . The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Customer provided an image in which the hole in the array could be confirmed. No other information is available.